Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. It was also received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to humidity and then it alarmed button error. Blood glucose value was 17.8 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.